Event description:
It was reported that during a ptca procedure, the lesion was wired and a maverick balloon catheter was advanced over the wire. The physician then exchanged the graphix wire for a stiffer wire, during removal the wire tip fractured inside the balloon catheter. The balloon and wire were removed as one without incident. Pt status is listed as "okay".